Event description:
The customer alleges that there is a leak at the connections. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.